Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (does not communicate with belt) was confirmed. The monitor's electrode belt receptacle was loose causing intermittent contact with a belt. The loose connector could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was unable to communicate with an electrode belt.